Event description:
On (B)(6) 2013, a 50 minutes radiofrequency ablation (rfa) of the liver was performed at (B)(6) hospital. A bsc rf 3000 radiofrequency generator and 4 prewired dispersive electrodes (model rs01b30) were used. The initial report stated:" (...) Four patient return electrodes were attached to the patient thigh (...)". When the electrodes were removed after the procedure, skin was peeled off with 2 of 4 electrodes. It was stated in the initial report:" (...) Because a part of the skin attached outside of an electrode part when they checked the patient return electrodes, it was thought that the skin of the patient was weak(...)". The involved electrodes showed one piece of removed skin of 32x20mm and another of 7x7mm. The hospital stated that the removal of skin did neither cause patient complications nor prolong his stay in the hospital. No further details of the patient, skin preparation, the surgical procedure or any treatment, which may have been necessitated by the skin removal, have been disclosed so far despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The devices involved in the incident were in a state not suitable for testing. We keep inquiring for more information and will relay any further information or conclusion in a follow up report, if we receive additional information. Otherwise we consider the investigation closed.